Event description:
(B)(4). Had a c-section (B)(6) 2012 3 months before placement of essure coils. During the following 3+ years developed multiple health issues including swelling, bloating, inflammation, weight gain, allergies, anxiety andamp; pain. Developed adhesions andamp; excessive amount of scar tissue in abdomen. Had the coils removed by laparoscopic hysterectomy in (B)(6) 2016.